Manufacturer narrative:
D6: device returned with no lot identification. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, misaligned; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no, and damaged weld seams, no. Functional tests & results: jaws: inside width at tips, .178. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty. As the instrument was received empty, further functional testing could not be performed. Upon receipt of the instrument, it was noted that the jaws were misaligned. It could not be ascertained if this may have contributed to the reported incident. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
It was reported during a laparoscopic cholecystectomy while using an er320, the tenth clip was fired and it scissored along the cystic duct. The clips fired before and after the tenth clip formed properly. There was no consequence to the pt.